Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 419488, lead; implant: (B)(6) 2009. Model: 407652, lead; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that earlier than anticipated battery depletion of the implantable cardioverter defibrillator (ICD), resulted in the device being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.